Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 03sep2019. The customer troubleshot with technical support. The customer found the front boot was not sealing. The customer reclamped and the unit passed the leak test. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator was failing sys leak test. No patient involvement.